Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not recognize the test load. The customer replaced the therapy cable one week ago and the issue returned. He replaced the test load and the ops check passed but the shift check did not recognize the test load. There was no reported patient involvement.